Event description:
Patient underwent an uneventful ilasik on (B)(6) 2013. During post op (B)(6) 2013, doctor noted epithelial ingrowth on the right eye. Patient brought back to laser suite and flap lifted to remove epithelial ingrowth. On (B)(6 )2013, post op, visual acuity sans correction (vasc) was 20/25+ on the right eye and 20/20 on the left eye.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic reported an uneventful treatment and did not request field service or clinical support. Placeholder.